Event description:
Patient has 1) dilated cardiomyopathy status post biventricular automatic implantable cardioverter defibrillator(aicd)implant, 2) alerted medtronic sprint fidelis aicd lead and 3) aicd lead failure with inappropriate shocks. Admitted to the hospital with about 40 inappropriate shocks and her device was turned off. Patient's elevated troponin suspected to be related to inappropriate shocks. Patient returned to the or for removal of faulty lead. Attempts to unscrew the lead were unsuccessful so the lead was transected then removed using laser. New guidant endotak reliance g aicd lead was implanted.